Manufacturer narrative:
(B)(4). Reported based on the customer's description of the issue, currently pending return for device evaluation.

Event description:
Report per 803.50 (a) (MDR 3030677-2010-00065). Lack of voice prompts.